Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. The reported primary audible alarm post alarm was found in the event history log (ehl). A speaker test was performed, and the alarm was not reproduced. The customer reported product problem was verified based on the ehl findings. The problem source of the reported product problem was unknown. A root cause was not established. The speaker was replaced as a preventative maintenance.

Event description:
It was reported that the medfusion pump produced an audible alarm. No patient injury or complications were reported in relation to this event.